Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter . The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 4:00pm. The patient reported blood glucose readings of "252 mg/dl" with the subject meter and "218 mg/dl" on another meter(onetouch ultramini meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. As part of her diabetes regimen, the patient claimed she is on insulin. It is not known what action in regards to her diabetes regimen the patient took at the time the alleged issue began. The patient reportedly felt she was losing consciousness around the same time the alleged issue began. In response to her symptom, the patient reported she was administered food and/or drink by a non-health care provider (hcp). At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a non-hcp after the reported issue began.